Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a right knee meniscus repair, the ultra fast-fix t1 implant was deployed, bringing out the t2 implant. T implants were removed from the patient. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case(B)(4).

Event description:
It was reported that during a right knee meniscus repair, the ultra fast-fix experienced a deployment problem. The t1 implant was left secured in the patient, and t2 was removed by suction. The surgery was completed using a back-up device, with a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the device. The t1 is over/behind the dimple. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the t1 could not be deployed due to its position over/behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.